Event description:
Orthopedic surgeon was performing an orif of right index finger. In doing so, 1 screw broke but all fragments were removed as confirmed by x-ray. Also, the heads of 2 screws securing the plate. The screws involved were synthes 1.5 x 10mm, 04.214.110 x2 synthes 1/5x11mm 04.214.111 x1.